Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) using the subject device, the user found the 4mm - 5mm length of the knife piece suddenly came off and stuck in the mucosa of the papilla while high frequency current was applied to the device for pre-cutting the papilla. The broken knife piece was reportedly retrieved with uncertain forceps and the procedure was completed using another papillotomy knife. There was no report of pt injury regarding this report and the pt was reportedly discharged as originally planned.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that the facility use the subject device to cut the papilla because the canulation to the pt was difficult. The user reported that they used olympus electro surgical unit esg-100 and the surgical unit had been set for 120w "pulse cut mode" when the knife was broken. The subject device referenced in this report was not returned to omsc for evaluation because the device was discarded by the facility. However, there were no abnormalities related to the breakage in the subject device manufacturing record. The device instruction manual warns users that "if the electrosurgical unit is used in certain conditions such as in the coagulation mode, when high-frequency output is set too high, when the activation time is too long, or when the length of the contact between the cutting knife and tissue is too short, deformation or breakage of the cutting knife can occur." This report is being submitted as a medical device report in an abundance of caution.